Manufacturer narrative:
The location of the device was not reported. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. Medsun report received stated "placing a starclose at the end of left heart cath. Starclose was deployed as usual by an experienced tech. The device was unable to be removed from pt. The usual trouble shooting actions occurred with no results. Physician was called back to the room and the starclose rep. Was paged and called back. The rep. From the company talked through with the tech additional trouble shooting of the device. These steps were performed by the physician and tech. The physician was able to remove device from the pt. Pressure was held for 20 mins without complications." There were no reported adverse pt sequelae. No additional info could be provided.